Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device: 2 years and 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018, the modular cable was discolored and damaged. The modular cable was taped with rescue tape. A modular cable exchange is planned for the next routine appointment on an unspecified later date. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The report of a damaged outer jacket can be confirmed based on the returned modular cable. Examination of the returned modular cable revealed discoloration of the polyurethane jacket. Further examination of the cable revealed that the polyurethane jacket had bunched up and torn approximately 5 inches from the controller connector. Another area where the jacket had become bunched up and torn was noted approximately 9.5 inches from the controller connector. This area had been repaired with tape. The texture of the cable suggests that the polyurethane jacket swelled, which created an air gap between the jacket and the armor layer, leading to elongation and cracking of the jacket over time. Both the controller connector and inline connector bend reliefs showed some discoloration and debris was observed in the molded holes. The controller and inline connector pins appeared unremarkable; however, debris was also noted within the inline connector. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The modular cable was then used with a test system and was found to function as intended, without any issues. The heartmate 3 lvas instructions for use (IFU) and patient handbook contain information regarding how to clean and care for the driveline. The heartmate3 lvas IFU also explains how to replace the modular cable. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.